Event description:
Four months after the primary surgery, the patient presented with pain due to a dislocation of the liner from the glenosphere. The surgeon revised both the liner and the glenosphere, and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2025. Reverse shoulder system 04.01.0169 glenosphere - ø36x24.5 (k170452) lot. 2417910: (B)(4) items manufactured and released on 22 nov 2024. Expiration date: 06 nov 2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0119 humeral reverse hc liner &oslash;36/+0mm (k170452) lot. 230753: (B)(4) items manufactured and released on 08 august 2023. Expiration date: 23 july 2028. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.